Manufacturer narrative:
The customer reported 12-lead ECG signal loss. The customer isolated the issue to the 7-lead ECG lead set. Philips sent the customer a replacement 7-lead ECG lead set which resolved the reported issue. Based on the customers report, we will consider this to have been a malfunction of the 7-lead ECG lead set cable.

Event description:
The customer reported 12-lead ECG signal loss.